Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited noise resulting in inappropriate auto mode switch (ams) episodes. The lead was explanted. There were no patient consequences.

Event description:
New information received notes the lead will not be returned for analysis.